Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio 7.2, retest 2 days later at 3.7, 4.0. Last week's result was 6.0 (3.5-4 is his normal range).

Manufacturer narrative:
Investigation pending.